Manufacturer narrative:
Continuation of medical products: 5076-52 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an open heart valve replacement procedure the right ventricular (rv) lead was dislodged. No capture and increased thresholds were also noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.